Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service provider that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.